Manufacturer narrative:
The investigation for positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue was most likely use related due to catheter being kinked during support. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-11562. F6/f8-should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient of unknown age and gender with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that there was a kink in the impella cp. No resistance or excessive force was applied during insertion. The catheter was kinked, which made repositioning impossible. The impella cp was then explanted. The patient survived the event.